Manufacturer narrative:
The baxter technician found the bolt was broken and needed to be replaced. The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. The technician replaced the bolt to resolve the reported event. Based on this information, no further action is required.

Manufacturer narrative:
Upon inspection the baxter technician found a bolt was broken on the base of the lift. Additional information has been requested regarding the incident. A final report will be submitted upon completion of the investigation.

Event description:
A customer contacted technical service to report that sabina ii ee had an issue, customer reported an incident that occurred to a patient with sabina lift when the lift broke while the patient attached to the lift, the resident was lowered to the safety back in the wheelchair. No injury confirmed, this occurred during patient use.